Manufacturer narrative:
Covidien reference (B)(4). The field service engineer (fse) verified the malfunction and replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
Received information indicating that 980 ventilator had a vent inop condition when was turned on. The ventilator was not in use on a patient at the time the malfunction occurred.